Event description:
As reported by a hip replacement study, approximately 5 years post-op tha, the 57 y/o male patient presented with left groin pain and fixed component. A follow up x-rays noted osteolysis with peri-acetabular implant associated. A revision of the left hip was completed and found loosening. Devices will not be returned. This patient¿s historical information indicates there were no comorbidities. Patient was discharged after 2 days to at home case with a walker.

Manufacturer narrative:
Section h10: (h3) the evaluation noted that the revision reported was likely the result of underlying patient factors, which led to the pain and fixation of the joint. (D11) concomitant device(s): nv gxl lnr, lipped 32mm ID group 2 cups (cat# 132-32-52).

Manufacturer narrative:
Pending evaluation. Concomitant device(s): nv gxl lnr, lipped 32mm ID group 2 cups (cat# 132-32-52).

Event description:
As reported by a hip replacement study, the patient was initially implanted with tha on (B)(6) 2014. The patient presented on (B)(6) 2019 for follow-up visit with left groin pain and fixed component. A follow up x-rays noted osteolysis with peri-acetabular implant associated. Revision was completed on (B)(6) 2019 on left hip.